Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: ti low profile screw 6.5x20mm, catalog number - 103531, lot number - 624830, expiration date - feb 28, 2021, manufacture date ¿ feb 18, 2011. Or the part/lot information could be: ti low profile screw 6.5x25mm, catalog number - 103532, lot number - 207670, expiration date - apr 30, 2021, manufacture date ¿apr 7, 2011. There are warnings in the package insert that state that this type of event can occur: under reported adverse events, breakage/fracture of component is listed. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04350-1 / 2016-00521). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, inability to walk, loose cup, bone loss, cobalt & chromium debris, and dislocation. Legal counsel for patient reports a displaced and retroverted cup, retainment of a fractured bone screw, and acetabular bone loss were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in operative report noted the head of the fractured screw was removed, but the distal portion was retained. Furthermore, loss of superior bone, and the new cup being implanted with only one screw were noted. All components were removed and replaced with competitor products to complete the procedure.